Event description:
(B)(4). Heavy menstruation. Chronic pain below the belly button . Bleeding bright red blood after certain activities. Stabbing pain in my uterus. Low libido. Swollen\ bloated belly. After experiencing these symptoms , I went to get hsg which revealed the right coil had migrated and was perforating my uterus. As a result, I had surgery done to get removal (B)(6).